Manufacturer narrative:
Continuation of d10: product ID: 9735773, lot number: unknown; product ID: 9735787, lot number: unknown. H3, h6: system service was completed in the field. Battery was running hot. The system shutdown and would not turn back on right away. The battery and uninterruptible power supply (ups) were replaced. B01, c02, and d02 are applicable. H3, h6: the battery and ups were received for analysis. However, analysis hasn't been completed. B21, c21, and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The system fans were very loud when booting up the system, almost as it was overheating. He checked self-test and everything displayed connected and 100% charged on both the main and camera cart. He disconnected from the wall and it remained on. He plugged it back in and went to check the battery to see if it was warm and the system shutdown. With the system powered off, he felt heat coming from the battery. He disconnected the system from power and disconnected the battery to visually inspect it and did not see any definitive leakage.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, lot/serial #: (B)(6); product ID: 9735773, lot/serial #: 1938 h3) the uninterruptable power supply (ups) was returned for analysis. After functional testing and visual/physical examination the reported issue was not confirmed. The ups was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before ups shut down as programmed. Codes: b01, d14, c19 the battery was returned for analysis. After functional testing and visual/physical examination the reported issue was confirmed. The battery was tested (52.06v) with a known good ups for a 24hr period. During the 24 hour test the ups shut down due to the battery overheating thus causing no power. Codes: b01, c02, d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system shut off after 15 minutes. An error message appeared but the nurses didn't tell the biomed what it was. It displayed really fast and then the system shut off. The event caused a surgical delay of less than one hour. There was no impact on patient outcome. Troubleshooting information was provided. A self-test was reported. 18 minutes were reported of battery power. The system was unplugged from the wall: stabilized at main cart 80% when unplugged from the wall, camera cart  at 85%. All the other tabs were green there were no red lines in self-test. While technical services (ts) was on the phone with the biomed personnel the system did not turn off after 15 mins. They pretended to go into a case and the system continue to work as expected. The error messages did not appear.